Event description:
Sarcoma patient with primary IV and also piggy back tubing. Latex free extension site with no injection port, 51cm long. Patient was transfered to CT. When the radiology nurse reused the clamp to stop the IV fluid it would not clamp the tubing off. Reused clamp malfunction. New IV tubing hung.